Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check pad messages, and activity report notification) has been confirmed. Upon investigation the cable connecting the distribution node (dn). The root cause for the strained cable was unable to be identified. There was no adverse event that resulted from the damaged belt.